Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following the creation of anastomosis of the colon tissue on a laparoscopic assisted right colectomy, it was stated that stapler fired successfully during the procedure however patient had a post operative bleeding as seen on a bloody stool. Patient spent extra day in the hospital under observation until the bleeding subsided and monitored longer than usual after the surgery as intervention.